Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy assisted distal gastrectomy, when loading the clip, usually it should be loaded with half squeezing, but it was not loaded. After they fired the device on nothing for several times, the clip was loaded, but the device didn't stand up to being used. The procedure was completed with another device. There was no patient injury.